Event description:
The customer reports a false nonreactive alinity I hbsag qualitative ii result for one male patient born in 1987. The following data was provided(reference range >1.00 s/co is reactive: sid (B)(6) processed on (B)(6) 2026 initial architect result = 2.95 s/co repeat results = 2.75 and 3.04 s/co, repeated again on alinity = 0.49 s/co nonreactive, nat result = negative. Other result provided: architect anti-hbc = 0.04 s/co. Historical results for hbsag: (B)(6) 2025 alinity negative, 0.42 s/co, (B)(6) 2025 architect, negative 0.71 s/co, (B)(6) 2025 architect, negative 0.36 s/co, (B)(6) 2025 architect, negative 0.54 s/co, (B)(6) 2025 architect, negative 0.56 s/co. Additional information provided 02mar2026: customer took another aliquot from the same donor bag (plasma) and repeated on both architects. They have 2 architect, results are: hbsag from (B)(6) = 3.71 s/co, hbsag from (B)(6) = 3.25 s/co. Additional information provided 11mar2026: customer took another sample from donor bag and tested on elisa = positive result - 52 mme/ml. No impact to patient management was reported.

Manufacturer narrative:
Section b5 updated describe event or problem: additional information provided 11mar2026: customer took another sample from donor bag and tested on elisa = positive result - 52 mme/ml. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided, no additional patient information was available.

Event description:
The customer reports a false nonreactive alinity I hbsag qualitative ii result for one male patient born in 1987. The following data was provided (reference range >1.00 s/co is reactive: sid (B)(6) processed on (B)(6) 2026 initial architect result = 2.95 s/co repeat results = 2.75 and 3.04 s/co. Repeated again on alinity = 0.49 s/co nonreactive nat result = negative. Other result provided: architect anti-hbc = 0.04 s/co. Historical results for hbsag: (B)(6) 2025 alinity negative, 0.42 s/co, (B)(6) 2025 architect, negative 0.71 s/co, (B)(6) 2025 architect, negative 0.36 s/co, (B)(6) 2025 architect, negative 0.54 s/co, (B)(6) 2025 architect, negative 0.56 s/co no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p10-32 that has a similar product distributed in the us, list number 8p10-21/-31, with 510k/PMA/bla number p110029. Section a patient information: refer to section b5 for complete patient information.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided, no additional patient information was available.

Event description:
The customer reports a false nonreactive alinity I hbsag qualitative ii result for one male patient born in 1987. The following data was provided(reference range >1.00 s/co is reactive: sid (B)(6) processed on (B)(6) 2026 initial architect result = 2.95 s/co repeat results = 2.75 and 3.04 s/co repeated again on alinity = 0.49 s/co nonreactive nat result = negative other result provided: architect anti-hbc = 0.04 s/co historical results for hbsag: (B)(6) 2025 alinity negative, 0.42 s/co, (B)(6) 2025 architect, negative 0.71 s/co, (B)(6) 2025 architect, negative 0.36 s/co, (B)(6) 2025 architect, negative 0.54 s/co, (B)(6) 2025 architect, negative 0.56 s/co. Additional information provided 02mar2026: customer took another aliquot from the same donor bag (plasma) and repeated on both architects. They have 2 architects, results are: hbsag from (B)(6) = 3.71 s/co, hbsag from (B)(6) = 3.25 s/co no impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending for the alinity I hbsag qualitative ii assay did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 77593fz00. Device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint issue. Clinical sensitivity testing was performed using an in-house retain kit of lot 77508fz00 which contains the same bulks as lot 77593fz00. All specifications were met, indicating the lot is performing acceptably. The overall performance of alinity I hbsag qualitative ii reagents was reviewed using field data from customers worldwide. The patient median values obtained with the complaint lot is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I hbsag qualitative ii for reagent lot 77593fz00 was identified.

Event description:
The customer reports a false nonreactive alinity I hbsag qualitative ii result for one male patient born in 1987. The following data was provided (reference range >1.00 s/co is reactive: sid (B)(6), processed on (B)(6) 2026 initial architect result = 2.95 s/co repeat results = 2.75 and 3.04 s/co repeated again on alinity = 0.49 s/co nonreactive nat result = negative other result provided: architect anti-hbc = 0.04 s/co historical results for hbsag: (B)(6) 2025 alinity negative, 0.42 s/co, (B)(6) 2025 architect, negative 0.71 s/co, (B)(6) 2025 architect, negative 0.36 s/co, (B)(6) 2025 architect, negative 0.54 s/co, (B)(6) 2025 architect, negative 0.56 s/co. Additional information provided 02mar2026: customer took another aliquot from the same donor bag (plasma) and repeated on both architects. They have 2 architects, results are: hbsag from (B)(6) = 3.71 s/co, hbsag from (B)(6) = 3.25 s/co. Additional information provided 11mar2026: customer took another sample from donor bag and tested on elisa = positive result - 52 mme/ml no impact to patient management was reported.